Manufacturer narrative:
On 20-jan-2021, mentor became aware of an error in the initial report. The device was evaluated, but the initial report incorrectly had "no" selected in block h3. Manufacturer¿s reference number: (B)(4). Block h3. Device evaluated by manufacturer? Yes.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation with 300cc smooth mentor memorygel breast implants experienced bilateral breast cysts and left-sided implant rupture postoperatively. Diagnoses were confirmed by mammogram and MRI. As a result, the patient underwent explantation and replacement with 425cc smooth mentor memorygel breast implants, catalog # 3504254bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.